Event description:
The user facility in (B)(6) reported during surgery the vitrectomy cutter and aspiration was working, but the cutter was not cutting through properly. They had no problem when testing for use prior to the surgery starting. There was no impact to the pt.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records have been reviewed and found to be acceptable.